Event description:
A nurse reported that following insertion of an intraocular lens, the haptic broke while the surgeon was adjusting the lens. A vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
Only a portion of the lens was returned for evaluation and the complaint of broken haptic could not be observed. The product was damaged and this damage was not mentioned by the customer. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. Product history records were reviewed and all documents indicate the product met release criteria. Root cause: no root cause could be determined due to unable to assess both haptics or haptic areas. Lens was damaged. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution the damage is most likely related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 03/18/2011 and 03/28/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).